Event description:
Bayer case number: (B)(4). The patient has been in a lot of pain for a few years [pelvic pain female] since then, the patient has developed cysts, which according to the patient's gynecologist, may have been caused by years of taking the medication [cyst] the patient has been very ill because of this [illness]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("the patient has been in a lot of pain for a few years") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), cyst ("since then, the patient has developed cysts, which according to the patient's gynecologist, may have been caused by years of taking the medication") and illness ("the patient has been very ill because of this"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered cyst, illness and pelvic pain to be related to essure administration. The reporter commented: unknown date: the patient has been in a lot of pain for a few years (her doctor told her that she no longer needed to take medication and that everything was fine). Since then, the patient has developed cysts, which according to the patient's gynecologist, may have been caused by years of taking the medication (not specified). The patient said that she has not taken the medication since the procedure. Currently, the patient has been very ill because of this, and her life is no longer the same. The patient feels unbearable pain and wants to get it off. The patient's personal life with her partner has been horrible for years because of this and she is very desperate. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). The patient has been in a lot of pain for a few years [pelvic pain female] since then, the patient has developed cysts, which according to the patient's gynecologist, may have been caused by years of taking the medication [cyst] the patient has been very ill because of this. [Illness] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("the patient has been in a lot of pain for a few years") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), cyst ("since then, the patient has developed cysts, which according to the patient's gynecologist, may have been caused by years of taking the medication") and illness ("the patient has been very ill because of this"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered cyst, illness and pelvic pain to be related to essure administration. The reporter commented: unknown date:the patient has been in a lot of pain for a few years (her doctor told her that she no longer needed to take medication and that everything was fine). Since then, the patient has developed cysts, which according to the patient's gynecologist, may have been caused by years of taking the medication (not specified). The patient said that she has not taken the medication since the procedure. Currently, the patient has been very ill because of this, and her life is no longer the same. The patient feels unbearable pain and wants to get it off. The patient's personal life with her partner has been horrible for years because of this and she is very desperate. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-oct-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.